Event description:
During scheduled CABG case. Pt was unable to be taken off of bypass. Heart was re-opened, found cco catheter had malfunction with evidence of a burned thermal filament that had cauterized inside heart cavity. Catheter was burned and in fragments. Fragments were retreived.